Manufacturer narrative:
The display was blank, due to a broken battery tube wire.

Event description:
It was reported that the display on the insulin pump went blank for no apparent reason. Troubleshooting was not performed. Nothing further was reported.